Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-70 (B)(4) and (B)(4) model description: st linear lead, 70cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pocket site pain and his legs were shaking. The physician discovered that the patient's leads had migrated out of the epidural space. The physician was not sure if the patient's symptoms were device related. The patient requested to be explanted and was reportedly doing well following the explant

Event description:
A report was received that the patient was experiencing pocket site pain and his legs were shaking. The physician discovered that the patient's leads had migrated out of the epidural space. The physician was not sure if the patient's symptoms were device related. The patient requested to be explanted and was reportedly doing well following the explant